Event description:
It was reported that a spectrum pump had an improper shutdown in the medical surgical care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of improper shutdown, which was not reproduced. The messages were confirmed through a review of the vent history log, and were found to be caused by back flex chaffing at traces #29 and #30 where they came in contact to the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the screw. The back flex was replaced to correct this condition.